Event description:
It was reported that during implant, impedances were greater than 4,000 ohms on some of the bipolar pairs. Stimulation was possible using case and the "0" electrode. It was necessary to reprogram around electrodes that were reading high impedance to get satisfactory results. No injury to the patient was reported.

Manufacturer narrative:
(B)(4)